Event description:
Litigation papers allege revision surgery to address loosening and failure of the acetabular cup. Litigation papers further allege serious side effects including, but not limited to, acetabular cup detachment, disconnection, creation of metallic debris and/or loosening, pain, disability, unnecessary and additional surgeries, and other injuries presently undiagnosed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.